Event description:
The customer reported that the battery connection in compartment a has damage. There was no report of negative patient impact.

Manufacturer narrative:
(B)(4). A followup report will be submitted upon completion of the investigation.